Event description:
It was reported that the patient presented for follow-up. A review of the transmission revealed episodes of non-sustained right ventricular over-sensing recorded by the implantable cardioverter defibrillator. The episodes were suspected to be caused by electromagnetic interference. No interventions were made. Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.